Event description:
Event description guidant received information that this right ventricular pacing lead was surgically abandoned when it exhibted increasing impedance over time from 500-1500 unipolar and 700-2000 bipolar. There were no therapy delivery issues reported.,